Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery occured in 2004. The revision surgery occured because of reported infection. During the revision, components wer removed to place a temporary antibiotic spacer in the hip.